Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge stm performing pm replaced the special seal, helium regulator, and o-ring to correct the issue. Subsequently, the stm ran the helium leak test and the iabp then passed within factory specifications. The stm then completed pm and all calibration, functional and safety tests which passed per factory specifications. The iabp was returned to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the cardiosave intra-aortic balloon pump (iabp) had a helium leak and failed the helium leak test. There was no patient involvement and no adverse event was reported.